Manufacturer narrative:
(B)(4). Correction " "voltage testing was performed and it passed. Confirmation of the allegation could not be determined. The root cause was determined to be a low transmitter battery voltage. Correction: remove "a pairing test was performed and it passed."

Event description:
Voltage testing was performed and the test failed due to no voltage. A review of the share logs was performed and a pairing failed error was found within the investigation window. The allegation was confirmed. The root cause is a fatal error.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth pairing failure was confirmed via data. The root cause was determined to be a failed transmitter error. The reported issue of pairing failure is reportable based on the finding of a transmitter failure.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it passed. A pairing test was performed and it passed. A review was the share logs was performed and a pairing failure and a failed transmitter error were found within the investigation window. Confirmation of the allegation could not be determined. The root cause was determined to be a low transmitter battery voltage.